Manufacturer narrative:
Pump was returned and analysis found pump/motor/o-ring wear. Catheter was returned and analysis found catheter/miscellaneous /acceptable testing/catheter incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving compounded baclofen, 150 mcg/ml concentration at 20 mcg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient had less than optimal therapy recently-date unknown so they did a dye study and couldn't aspirate. This case was scheduled to figure out what to do, once opened hcp still couldn't aspirate so he replaced the entire catheter. The hcp never could figure out what the problem was - came out easily. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Dye study was attempted but was unable to aspirate. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated dye study was performed and the reason for refill kit/cap kit return was occlusion. No further complications were reported.